Event description:
The customer reported that the paddle set intermittently failed (failure to discharge) during user initiated shift check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the paddle set intermittently failed (failure to discharge) during user initiated shift check. There was no patient involvement. The customer reported having ordered and received a replacement paddle set from philips which resolved the failure.